Event description:
It was reported that the insulin pump did not alarm no delivery. The infusion set was not inserted and the insulin pump did not alarm. The blood glucose reading is 165 mg/dl. Customer declined to troubleshoot, due to being at work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.